Manufacturer narrative:
(B)(4). The customer returned one psi sheath for analysis. Signs of use were observed on the returned device. After failing functional testing, the hemostasis body was cross sectioned to analyze the internal seal. It was observed that the inner slit had extended to the edges of the seal , which is not the intended design of the seal. The hemostasis valve and psi device were leak tested according to three different parameters per (B)(4) 1) low pressure leak resistance test (amrq-000037 section 6.1.2): this states , "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded , the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. 2) liquid leakage - hemostasis valve with dilator advanced. The parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed from any portion of the device. 3) high pressure leak resistance test ((B)(4) section 6.1.3): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30 seconds. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab testing. Manufacturing was contacted as part of this complaint investigation. They stated that the appearance of the defect is consistent with damage caused during the seal manufacturing process. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The report of a leaking valve was confirmed through complaint investigation. Visual and functional analysis confirmed that the valve leaked as the inner slit had extended to the edges of the seal, which is not the intended design of the seal. Confirmation from the manufacturing site confirmed that this defect can occur during the manufacturing of the seal. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing , the root cause for this issue is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "blood escapes from the sheat, suspicion: defective membrane, a new product has to be used." No patient harm or injury was reported. The patient's condition is reported as "good."

Event description:
It was reported that "blood escapes from the sheat, suspicion: defective membrane, a new product has to be used." No patient harm or injury was reported. The patient's condition is reported as "good".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "blood escapes from the sheat, suspicion: defective membrane, a new product has to be used." No patient harm or injury was reported. The patient's condition is reported as "good".